Event description:
The device was reported due to an ineffective low battery indicator. The battery indicator showed a green light, although the battery was depleted. The physician did not recognize the remaining longevity of 0-0.25 years and planned a routine follow up for six months later.